Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer was experiencing elevated blood glucose (bg) levels of 400 (mg/dl) with large ketones beginning (B)(6) 2016. A bolus and an injection were delivered to address bg level. During troubleshooting with tandem technical support, the customer noted there was no insulin exiting the tubing. The customer was instructed to disconnect at the luer lock and the customer noted no insulin was exiting the luer lock. Customer stated that after inserting a new cartridge and infusion set they saw drops of insulin forming on the tubing.